Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer required maintenance and was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer (fse) identified that main 3.1 and 3.2 half height drawers showed all pockets failed and were not detected on the bus. A multimeter was used to confirm that both the module controller board and the drawer controller board on drawer 3.2 had failed. Fse replaced both the boards, and a hardware testing application (hta) test was executed and passed successfully. The system functioned as intended after the field service engineer repaired the device.